Manufacturer narrative:
Investigation summary: bd received samples and five (5) photos for investigation. The photos were reviewed and the indicated failure mode for damaged cap and foreign matter (fm) on the gel was observed. The customer samples were evaluated by bd japan and confirmed for the indicated failure modes. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of damaged cap and fm on the gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged cap and fm on the gel. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: fm in gel x1.